Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: unknown); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2026; brand name sensight; product ID b3400060m (serial: unknown); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during follow-up of the deep brain stimulation system, high impedance was detected on both sides, specifically on electrodes 9a, 9b, 9c of one extension and electrodes 1a, 1b, 1c, 2a, 2b, 2c of the other extension. A head x-ray was performed, which showed no fracture present in the leads. All lead impedances were normal. The neurosurgeon removed the extensions and replaced them with new ones. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060m. Serial# (B)(6). Implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type extension product ID b3400060. Serial# (B)(6). Implanted: (B)(6) 2023 explanted: (B)(6) 2026. Product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060m. Serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2026. Product type extension product ID b3400060. Serial# (B)(6) implanted: (B)(6) 2023. Explanted: (B)(6) 2026. Product type extension h3: analysis of the lead (B)(6) found that conductors 1, 3, and 5 were broken 3.4cm from the distal end. Conductor 4 was broken 2cm from the distal end. Analysis of the lead (B)(6) found that conductors 1, 2, and 3 were broken 1.4-1.8cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.